Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the drawers are hard to pull out and keep failing was confirmed during fse testing. According to work order 02077214, upon arrival the fse observed that in main drawer 5 some cubies were not detected on bus. Fse powered off station, reseated retractor band flex cable, restarted station, logged into the hardware test application and all cubies were detected, ran successful functionality test, and restarted station. The laboratory inspection confirmed that the received cable r flat flex 28 cond same side had no cuts or exposed copper, but some black friction marks were observed. The laboratory testing was conducted using a calibrated digital multimeter (dmm) on an esd protected surface, it was detected cross continuity between two different pins. No further testing is required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue (drawers are hard to pull out and keep failing) was identified in a faulty cable r flat flex 28 cond same side with crossed continuity, which can lead to drawers systemic failures such as customer reported.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers were hard to pull out and failed. As per part investigation, it was determined that there was some black friction marks were observed on cable r flat flex. There were no adverse events or injuries reported based on this event.